Event description:
The customer reported via phone call indicating that the insulin pump had a damaged. Customer's blood glucose was 27 mg/dl the customer was given b50. Customer stated that the screen lcd is damaged and the bottom is cracked. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer declined to do low blood glucose troubleshooting.

Manufacturer narrative:
Findings: unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to cracked and bleeding lcd glass. Pump received with broken off end cap, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched keypad overlay and broken motor assembly.